Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. At the time of the event the customer was unable to provide the cgm bg reading. As a result of the auto bolus customer's bg decreased to 32 mg/dl. Due to the decreased bg the customer lost consciousness and experienced a "knot on head" from hitting their head on the floor. Customer consumed carbohydrates and was treated with glucose from an emergency medical technician. System check with tandem technical support did not identify any additional issues with the pump or related supplies. Ultimately, a replacement pump was sent to the customer for customer satisfaction. Customer reverted to manual injection for insulin therapy and declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.